Event description:
It was reported that balloon rupture, removal difficulties, and balloon detachment occurred resulting to an additional intervention. The patient presented with peripheral artery disease and underwent leg angiogram intervention in the anterior tibial (ata), popliteal (pa), and superficial femoral (sfa) arteries. The target lesion was 90-95% stenosed, non-tortuous, and severely calcified. After crossing the guidewire into the lesion, a 3.0x220 otw coyote balloon catheter was advanced but failed to cross the mid ata. The lesion was prepared with a 2.0x40 coyote es balloon catheter which was inflated multiple times and then followed by reinserting the 3.0x220 otw coyote balloon catheter but still failed to cross. A 2.5x40 coyote es balloon catheter was advanced for further lesion preparation; however, the balloon popped on the fourth inflation. The balloon was removed over the wire without incident. A 3.0x220 otw coyote balloon catheter was inserted for the third time but still could not cross. A 3mm x 40mm x 146cm coyote es balloon catheter was advanced; however, the balloon popped on the second inflation at 10 atmospheres for 30 seconds. The balloon was difficult to remove and snagged on calcium. The radiopaque markers stripped off the balloon catheter and landed in the sfa. A non-boston scientific covered stent was deployed to secure the detached radiopaque markers onto the vessel wall. The physician did not attempt to snare the fragment as it could migrate back into tibials and cause occlusion. No patient complications were reported.